Manufacturer narrative:
Initial reporter occupation: other healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to electromagnetic interference (emi) oversensing by the implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.